Manufacturer narrative:
A portion of the percutaneous lead that was removed was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 15 months of support, the pt was experiencing red heart alarms while connected to the power module (tethered support). A review of the pt's historical data showed that the system controller had recorded pump stops and reductions in pump speed. The pt was reportedly asymptomatic during these events. The pt was admitted for further eval of the internal and external portions percutaneous lead. The MFR's technical services team member evaluated the pt's percutaneous lead and identified a broken inner wire on the external portion of the percutaneous lead. As a result, the compromised section of the lead was replaced and, post-repair, the pt was successfully supported on the power module without any further alarms. The pt was discharged home and remains ongoing on lvad support without any further issues reported.